Event description:
Related manufacturer reference number: 2017865-2024-73491 it was reported that right atrial (ra) lead exhibited dislodgement and loss of capture. Right ventricular (rv) lead slack compromised possibly by twiddling syndrome. Dislodgment confirmed by fluoroscopy imaging. Both leads explained and replaced with no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.